Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform displacement test due to cracked/bleeding lcd class. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump flew out of the pocket and screen had crack. The customer¿s blood glucose was 102 mg/dl. Customer advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will not be returned for analysis.